Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up check, a patient notifier alert for low, out of range pacing impedance was observed. Upon interrogation, atrial noise oversensing was observed with left arm motion and on several atrial tachycardia (at)/atrial fibrillation (af) detection electrograms (egms). Programming changes were made. Patient was stable and will continue to be monitored.